Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb), to resolve the issue. The device then passed all testing.

Event description:
It was reported that during patient use, the screen on a ventilator blacked out. Ventilation did not stop. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.